Manufacturer narrative:
(B)(4). The investigation is in progress.

Event description:
The celect filter was placed at another facility 3 years ago. The pt presented with coffee ground emesis (vomiting). Endoscopy revealed 2 legs of ivc filter in the duodenum with ulceration. Additional information received (B)(6) 2011: the sale representative believes the facility that placed the initial devices normally places via jugular approach by a radiologist. The pt was fine after removal. All pieces were removed. Ivc filter legs in the duodenum with ulcer formation.